Event description:
A customer reported to baxter (B)(4) of an administration set in which the tube of the set separated from the chamber during an infusion. It is unknown in which care area this event occurred. There was patient involvement but no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number. A batch review could not be performed as the lot number is unknown.